Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was properly seated. Severed sensor tail was observed. Visual inspection has been performed on the sensor plug assembly, cracked sensor neck was observed. Cracked neck observed does not affect ability to assemble product. Applicator (B)(6) has been returned and investigated. Visually inspection has been performed on the returned applicator and no issues were observed. The applicator has been fired correctly. Sensor pack (B)(6) has been returned and investigated. Visually inspection has been performed on the returned sensor pack. The lid was not completely peeled off. An extended investigation was performed. The returned products was observed to have a severed sensor tail. Upon receipt of the returned products, the sensor tail was observed to be severed. The sensor plug was observed to have a cracked neck and the sensor pack lid was observed to not be completely peeled off. The applicator was observed to have no issues. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. No functional testing is needed for this issue. Hpqe observed the severed sensor tail and the sensor pack lid to not be completely peeled off. This issue is not confirmed to use due to incorrect assembly. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported reported the filament of the abbott diabetes care (adc) device remained in the customer's skin. Sensor filament had to be removed by a healthcare professional (hcp), and no medication was prescribed. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and if product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported the filament of the abbott diabetes care (adc) device remained in the customer's skin. Sensor filament had to be removed by a healthcare professional (hcp), and no medication was prescribed. There was no report of death or permanent impairment associated with this event.